Event description:
It was reported that a cadd-solis vip ambulatory infusion pump had a ripped downstream occlusion seal (dso), and the air sensor and dso seal were unattached and falling off during testing. If this malfunction were to recur during patient use, it could result in improper occlusion or air-in-line detection and may allow fluid ingress into the device, potentially affecting pump performance and resulting in interruption of therapy or delivery inaccuracies. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.